Event description:
Device switched to cellular use and did not capture EKG on pt. A 39 y/o male pt received biotel mcot device to monitor cardiac issues. On (B)(6) 2022, pt contacted to the cardiology office to report his monitor switched to cellular mode. Biotel rep was notified and advised to send the original to biotel and they will send pt a new monitor. No injuries to the pt.